Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump was damaged. The customer¿s blood glucose level was 400 mg/dl. The customer states it was totally dead. It started doing a count down and it said bad battery. I changed the battery again and it started the count . Troubleshooting was performed for damage and noticed broke piece of casing at the top of the battery compartment.. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the operating currents measurement, self-test and displacement test. Insulin pump was monitored for several days and no blank display anomaly or display anomaly noted. No damage found on connector/lcd isolation tape noted. Insulin pump had cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip, stained address/serial number label and minor scratched display window.